Event description:
It was reported that the patient received an inappropriate shock because both the wavelet feature and pr logic were programmed on and the device's atrial port is plugged. The pr logic feature was programmed off and the wavelet was left programmed on, per technical support recommendation. When wavelet is programmed to on but all of the pr logic features are programmed to off, the device withholds detection when the programmed initial beats to detect value is reached. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6947m implantable defib lead 2013 (B)(6); 4195 implantable pacing lead 2013 (B)(6). (B)(4).